Event description:
Customer reported receiving an error message on her precision xtra meter, was unable to test as the meter "stopped working a couple months ago" and experienced several medical events resulting in three hospital visits. She reported a medical event that occurred a month ago where paramedics were called, tested her blood sugar and received high results. She was transported to a local hospital, diagnosed with hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been returned and an investigation is in process. A final report will be submitted when the investigation is complete. It should be noted the meter's date and time were not currently set. This caused the meter to mistakenly read the test strips as expired, which led to the error 6 message, additionally, customer called in 2008 and through troubleshooting with customer service, it was discovered she had incorrectly installed a new battery.